Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. The event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. We have not been able to establish a relationship between the reported complaint and the device. It has not been possible to establish the root cause of the issue. Probable root cause is incorrect application of the device. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. It also includes instructions on application and removal. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during treatment, the iv3000 1 hand 10x12cm got curled after six days of use over a PICC for chemotherapy cycle. This caused that the PICC catheter was detached and was not able to be used to complete the treatment. It is unknown how the treatment was completed. No other complications were reported.